Event description:
It was reported that the bail is broken as is the cover of the lower case, and the external pulse generator was missing its clip and the "retaining bracket" was not secure. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, one side bail cover was broken and one side bail was missing. It was also noted that the upper case and lower case were broken, the display lens was cracked, the battery release was sticky and the ring was bent.